Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4): information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 50 mcg/ml gablofen at 160 mcg/day. Other medication included oral baclofen prn and cymbalta. Medical history included multiple sclerosis. It was reported that the patient experienced increased tone so they came into the clinic on (B)(6) 2021. Infusion rate increased by 20% with no improvement. Accessed cap and unable to withdraw fluid. There were no environmental/external/patient factors that may have led or contributed to the issue. They scheduled surgery for catheter exploration on (B)(6) 2021. The issue was not resolved at the time of the report. Additional information was received on 2021-apr-15. The catheter exploration/revision surgery was done today. Upon opening the pump pocket, the surgeon attempted to withdraw from the cap chamber which was unsuccessful. After disconnecting the pump connector there was no retrograde flow of the catheter. The catheter was cut between the pump connector and the catheter connector. The surgeon thought there was a little flow from the catheter so they connected an 8784, then connected to the pump. This time when they accessed the cap chamber there was a little fluid aspirated, however it was very slow. At this point the surgeon decided to open the spine incision. He cut the catheter and pulled catheter out a few centimeters. It was then that he got a little more flow from the catheter. At this point the surgeon decided to replace the entire catheter even though it was flowing so they could maintain the tip level at t6 for the patient therapeutic level. At the conclusion of the new catheter replacement, there was good retrograde flow from the catheter and the cap chamber was aspirated without difficulty.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was discarded of.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.